Event description:
On 12 nov 2007, baxa was notified of a patient involvement where a patient "did not respond well" to a dialysis solution, compounded by the exacta-mix 2400 system. The customer indicated that there was no reported adverse from this incident. The administration of the tpn solution was ceased and the bug was taken to the hospital's lab for analysis. Analysis results showed that the bag contained only half of the anticipated nacl. When contacting the customer for follow-up information, the customer indicated that the patient has since expired, not as a result of this involvement but due to the patient's original condition.

Manufacturer narrative:
A review of the paper reports generated by the exacta-mix 2400 compounding system was conducted by the customer, where it was indicated that all the ingredients were mixed correctly. During further conversation with the facility's director of pharmacy, it was stated that the compounder appeared to have operated as intended. Multiple attempts have been made to retrieve the electronic database information for investigation, yet the customer has not responded. Follow up information will be provided if the customer is able to recontact baxa for the database retrieval.